Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that all conductors were distorted. Blood/body fluid was present on all conductors (not obstructed). The lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. Analysis results revealed there were no anomalies found and there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during implant attempt after suturing down the lead, the stylet was not able to be advanced and there was a possible lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.